Manufacturer narrative:
Additional information received reported that the implant date was (B)(6) 2016 and the 6-month post-operative date of service was (B)(6) 2017. No additional information was provided. If implanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 22.0 diopter intraocular lens (iol) was implanted in the left eye (os). Post-operatively 6 months after the implantation, on (B)(6) 2017, the iol rotated from it's original axis at implantation of 115 degrees to 100 degrees at six (6) months post implant. The misalignment was 15 degrees. Reportedly, there was no patient complications or injury. No additional information was provided.